Event description:
It was reported that during a cryo ablation procedure, palpation during phrenic nerve pacing confirmed that the phrenic nerve motion was weak. A single-stop technique was used to stop the ablation as directed by the physician. Phrenic nerve pacing was performed afterwards but the phrenic nerve did not recover. The case was completed with cryo. After the procedure, the patient had not fully recovered and hospitalization was extended. The patient remained under monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned and analyzed. The data files showed multiple applications were performed on the date of the event and did not show any issues. However, multiple injections were non-sustained. The catheter was not returned for investigation. A known clinical issue was encountered during the procedure (phrenic nerve injury). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017: it was further reported by the attending physician that the patient's phrenic nerve was still raised although there were no subjective symptoms.